Manufacturer narrative:
Complaint could not be confirmed. Visual evaluation identified no sign of suture fraying or breakage. The buttons were intact and assembled with the sutures. However, the metal passing wire that reportedly broke, was not returned.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an acl reconstruction procedure, when the surgeon passed the suture strand through the tightrope mechanism, the tightrope itself pulled off the button and through the eye of the bottom implant. It was unable to be salvaged so the surgeon used a new ar-1588btb-ib. Once the surgeon pull the suture through the tightrope with the second ar-1588btb-ib, the metal passing wire broke. The case was completed by using the original btb tightrope. No patient harm.